Event description:
The pt's system was explanted due to a mrsa infection at the lead anchor site and the pocket site.

Manufacturer narrative:
Description: linear lead, (phase iiia) 70cm , model sc-2138-70m. Description: linear lead, (phase iiia) 70cm, model sc-2138-70m.